Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6). Initial notes: customer states that she is having a problem with her sensor the sensor readings sg 130 bg 60. Customer states that the senor is saying that she is higher then what her bg. Customer bg 270 and sg 281. Customer states that she calibrates every time she checks her sugar and the customer checks her bg about 6-8 times a day. Customer states that she has more lows then highs. Customer states that she has bronchitis. Customer states that the sensor is inserted in her st...